Event description:
Event verbatim [preferred term] discomfort and pain/skin sensitive to prolonged heat/more pain and discomfort/a series of blisters/rashes and swollen patches of skin/burned by product/ three bumps on top part of back of neck [burns second degree] , kept it on from approximately 8-9 hours. [Device use error] , . Case narrative:this is spontaneous report from a contactable consumer via us FDA. The regulatory authority report number was mw5092981. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) from an unspecified date for muscle pain and to treat pain and discomfort on shoulder neck. The patient medical history was not reported. There were no concomitant medications. The patient applied thermacare neck pan therapy (up to 16 hours relief) heat wrap on left shoulder. Covering part of neck and back to treat muscle pain. Kept it on from approximately 8-9 hours. The patient felt some discomfort and pain on (B)(6) 2020 after taking the wrap off figured skin sensitive to prolonged heat. Woke up during the middle of the night with more pain and discomfort and noticed a series of blisters. Rashes and swollen patches of skin. The patient realized that he/she had been burned by the product. Skin still felt painful to the touch to the point that even his/her shirt touching the affected skin cause pain and discomfort. The patient had three bumps on the top part of the back of his/her neck. While the wrap did not touch this part of his/her neck. They were not there before and the patient believed this reaction to the heat/burned caused by the wrap on his/her skin. The patient was planning on going to the pharmacy and try to get some medicine to alleviate the pain and discomfort. The us-FDA considered these events to be serious due to important medical event (serious injury). The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available.

Manufacturer narrative:
Summary of investigation: this investigation was conducted for an unknown lot number neck/shoulder/wrist (nsw) 8 hour product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown.the sample had not been received by the site. Reasonable suggest device malfunction was yes. Severity of harm was s3.

Event description:
Event verbatim [preferred term] . Kept it on from approximately 8-9 hours. [Device use error], discomfort and pain/skin sensitive to prolonged heat/more pain and discomfort/a series of blisters/rashes and swollen patches of skin/burned by product/ three bumps on top part of back of neck [burns second degree], , narrative: this is spontaneous report from a contactable consumer via us FDA. The regulatory authority report number was mw5092981. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) from an unspecified date for muscle pain and to treat pain and discomfort on shoulder neck. The patient medical history was not reported. There were no concomitant medications. The patient applied thermacare neck pan therapy (up to 16 hours relief) heat wrap on left shoulder. Covering part of neck and back to treat muscle pain. Kept it on from approximately 8-9 hours. The patient felt some discomfort and pain on (B)(6) 2020 after taking the wrap off figured skin sensitive to prolonged heat. Woke up during the middle of the night with more pain and discomfort and noticed a series of blisters. Rashes and swollen patches of skin. The patient realized that he/she had been burned by the product. Skin still felt painful to the touch to the point that even his/her shirt touching the affected skin cause pain and discomfort. The patient had three bumps on the top part of the back of his/her neck. While the wrap did not touch this part of his/her neck. They were not there before and the patient believed this reaction to the heat/burned caused by the wrap on his/her skin. The patient was planning on going to the pharmacy and try to get some medicine to alleviate the pain and discomfort. The us-FDA considered these events to be serious due to important medical event (serious injury). The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was unknown. According to product quality complaint group: summary of investigation: this investigation was conducted for an unknown lot number neck/shoulder/wrist (nsw) 8 hour product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown.the sample had not been received by the site. Reasonable suggest device malfunction was yes. Severity of harm was s3. Follow-up (22apr2020): new information received from product quality complaint group included: investigation results and severity rating.